Manufacturer narrative:
As reported, capsure fixation device deployed two fasteners got stuck in the middle. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Evaluation of the returned device could not reproduce the reported event that the device did not fixate. The device functioned as intended during functional and simulated use testing, deploying the three remaining fasteners with no issues. No manufacturing anomalies found. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precaution section of IFU states, ¿use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device". Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the procedure the surgeon tried to fixate the 3dmax light mesh using capsure fixation device near the cooper's ligament. The physician was able to fixate it the first time on both sides, but the fasteners then stuck in the middle and could be separated from the device (stuck in the mesh). The physician said it came off at some point and when he tried to fixate again, it got a little stuck and had to take out a new capsure. There was no patient injury.

Event description:
As reported, during the procedure the surgeon tried to fixate the 3dmax light mesh using capsure fixation device near the cooper's ligament. The physician was able to fixate it the first time on both sides, but the fasteners then stuck in the middle and could be separated from the device (stuck in the mesh). The physician said it came off at some point and when he tried to fixate again t, it got a little stuck and had to take out a new capsure. There was no patient injury.

Manufacturer narrative:
As reported, capsure fixation device deployed two fasteners got stuck in the middle. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.